Manufacturer narrative:
Findings: pump was received with error alarm after battery change due to voltage leak on cooper cap and memory lost due to an anomaly. Unit passed displacement test and self test. No unexpected error alarm or auto off alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that the basal was not programed in the device before the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.